Manufacturer narrative:
The following other device was also listed in this report: delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 5137399. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient developed wound abscess. ID poly, head exchange was performed.